Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 25-feb-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests performed using the true metrix meter were reported. Note 2: manufacturer contacted customer in a follow-up call on 01-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. At the time of the call the customer reported experiencing symptoms of dry mouth and "running to the bathroom" (customer did not specify the exact nature of the issue). Medical attention was not needed at the time of the call. Customer declined to troubleshoot; no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 26-april-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Retention strip lot tested within specifications. Most likely underlying root cause mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.